Event description:
It was reported that during an unknown procedure, the jaws on device would not open after inserting through trocar. A second device was used to complete the case. The problem occurred on the second or third reload. The customer could not provide any additional information. It is unknown how case was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that one long60 was received instead of an (B)(4). The device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.